Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that a review of a ventricular fibrillation episode showed a diagnosis of supraventricular tachycardia (svt). It was noted that associated anti tachycardia pacing (atp) and high voltage (hv) therapies delivered were present on the device image analyzer (dia) electrocardiograms (egms) but not on the pdf egms on the remote transmission.

Manufacturer narrative:
Correction: section e1 corrected. Correction: section h1 should be "malfunction" instead of "serious injury" as the therapy delivered was appropriately for ventricular fibrillation.

Event description:
New information clarifies the episode in question was a ventricular fibrillation (vf) episode. Therapies were delivered but did not show on any of the electrocardiograms (egms). It was only viewable on the device image analyzer (dia). The concern was not being able to see the therapies delivered on the egm. There were no other issues, no changes were made, the patient was stable.

Manufacturer narrative:
The reported event of the delivered therapy not being seen in the electrocardiogram (egm) was confirmed. Based on the information provided, it was determined that there were 3 segment egms recorded for the episode. Two of the segms were stitched together; however, the third segm with the anti-tachycardia pacing (atp) marker was omitted based on the device logic.